Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
"Catheter introduced on (B)(6) 2020 without intercurrence. (B)(6) 2020 it was identified in the sterile dressing a small hole in the catheter near the oval disc."